Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('pain') and arteriospasm coronary ('blood or heart disorder/condition type: coronary spams') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included food allergy. Concurrent conditions included pregnancy test urine. Concomitant products included amlodipine, ibuprofen, loratadine and mitragyna speciosa (kratom). On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), rash ("random skin rashes"), migraine ("migraines headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ pach injury") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), irritability ("irritability") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes sensitivity to brightness") and photophobia ("sensitivity to brightness"). In (B)(6) 2013, the patient experienced the first episode of arthralgia ("other injury(ies) or complication (s) please describe: joint pains"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), memory impairment ("forgetful") and amnesia ("memory loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2018, the patient experienced arteriospasm coronary (seriousness criterion medically significant) and was found to have fallopian tube leiomyoma ("tumor / teratoma / cancer type: fibroids in the uterus & tubes"). On an unknown date, the patient experienced rash vesicular ("rashes or skin conditions type: blister like bumps on left foot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), blepharospasm ("eye twitch"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("lower back pain"), myalgia ("muscles pain"), headache ("headaches"), asthenopia ("eye strain"), insomnia ("insomnia"), tooth loss ("teeth were starting to fall out"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological problem / condition"), malaise ("feeling sick"), swelling face ("face swelling"), hypoaesthesia ("numbness"), uterine fibrosis ("she have uterine fibrosis."), palpitations ("heart palpitation"), stress ("stress"), endometriosis ("endometriosis"), myocardial infarction ("heart attack"), adenomyosis ("adenomyosis"), flatulence ("gas pain"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), allergy to metals ("heavy metal toxicity, nickel allergy"), oral pain ("mouth pain"), sinusitis ("sinus infection"), ear infection ("ear infection"), eye infection ("eye infection"), breast mass ("breast lump"), breast discharge ("green discharge from nipples"), chest pain ("chest pain"), hot flush ("hot flashes"), cardiovascular disorder ("poor blood flow"), post procedural contusion ("her bruises from coronary angiogram"), bromhidrosis ("smelly sweat/ agiangiatic smelly armpit"), abdominal distension ("e- belly gone immediately."), immunodeficiency ("immune deficiency"), the second episode of alopecia ("hair falling out"), the second episode of arthralgia ("joint pain") and tooth fracture ("teeth just broke off") and was found to have heart rate abnormal ("heart rate roof immediately"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and surgery (other) type of surgery: coronary angiogram). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, arteriospasm coronary, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, rash vesicular, rash, migraine, nausea, tooth disorder, disturbance in attention, memory impairment, amnesia, fallopian tube leiomyoma, vaginal discharge, dry eye, photophobia, weight increased, myalgia, insomnia, tooth loss, blood disorder, cardiac disorder, gastrointestinal disorder, malaise, swelling face, endometriosis, myocardial infarction, adenomyosis, flatulence, panic attack, fibromyalgia, oral pain, sinusitis, ear infection, eye infection, breast mass, breast discharge, chest pain, hot flush, cardiovascular disorder, post procedural contusion, immunodeficiency and tooth fracture outcome was unknown, the pelvic pain, night sweats, anxiety, depression, feeling abnormal, dysmenorrhoea, dyspareunia, blepharospasm, back pain, headache, asthenopia, palpitations and abdominal distension had resolved and the irritability, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, hypoaesthesia and stress was resolving. The reporter considered abdominal distension, adenomyosis, allergy to metals, amnesia, anxiety, arteriospasm coronary, asthenopia, back pain, bladder disorder, blepharospasm, blood disorder, breast discharge, breast mass, bromhidrosis, cardiac disorder, cardiovascular disorder, chest pain, depression, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, ear infection, endometriosis, eye infection, fallopian tube leiomyoma, fatigue, feeling abnormal, fibromyalgia, flatulence, gastrointestinal disorder, headache, heart rate abnormal, heavy menstrual bleeding, hot flush, hypoaesthesia, immunodeficiency, insomnia, irritability, irritable bowel syndrome, malaise, memory impairment, migraine, mood swings, myalgia, myocardial infarction, nausea, nervous system disorder, night sweats, oral pain, palpitations, panic attack, pelvic infection, pelvic pain, photophobia, post procedural contusion, rash, rash vesicular, sinusitis, stress, swelling face, tooth disorder, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, uterine fibrosis, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of arthralgia, the second episode of alopecia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Imaging procedure - on (B)(6) 2011: unknown.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, feeling sick, face swelling, numbness, she have uterine fibrosis, heart palpitation, stress, endometriosis, heart attack, adenomyosis , gas pain, panic attack, fibromyalgia, heavy metal toxicity, nickel allergy, mouth pain, sinus infection, ear infection, eye infection, breast lump, green discharge from nipples, chest pain, hot flashes, poor blood flow, her bruises from coronary angiogram, tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('pain') and arteriospasm coronary ('blood or heart disorder/condition type: coronary spams') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included food allergy. Concurrent conditions included pregnancy test urine. Concomitant products included amlodipine, ibuprofen, loratadine and mitragyna speciosa (kratom). On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), rash ("random skin rashes"), migraine ("migraines headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ patch injury") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), irritability ("irritability") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes sensitivity to brightness") and photophobia ("sensitivity to brightness"). In (B)(6) 2013, the patient experienced the first episode of arthralgia ("other injury(ies) or complication (s) please describe: joint pains"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), memory impairment ("forgetful") and amnesia ("memory loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2018, the patient experienced arteriospasm coronary (seriousness criterion medically significant) and was found to have fallopian tube leiomyoma ("tumor / teratoma / cancer type: fibroids in the uterus & tubes"). On an unknown date, the patient experienced rash vesicular ("rashes or skin conditions type: blister like bumps on left foot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), blepharospasm ("eye twitch"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("lower back pain"), myalgia ("muscles pain"), headache ("headaches"), asthenopia ("eye strain"), insomnia ("insomnia"), tooth loss ("teeth were starting to fall out"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological problem / condition"), malaise ("feeling sick"), swelling face ("face swelling"), hypoaesthesia ("numbness"), uterine fibrosis ("she have uterine fibrosis."), palpitations ("heart palpitation"), stress ("stress"), endometriosis ("endometriosis"), myocardial infarction ("heart attack"), adenomyosis ("adenomyosis"), flatulence ("gas pain"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), allergy to metals ("heavy metal toxicity, nickel allergy"), oral pain ("mouth pain"), sinusitis ("sinus infection"), ear infection ("ear infection"), eye infection ("eye infection"), breast mass ("breast lump"), breast discharge ("green discharge from nipples"), chest pain ("chest pain"), hot flush ("hot flashes"), cardiovascular disorder ("poor blood flow"), post procedural contusion ("her bruises from coronary angiogram"), bromhidrosis ("smelly sweat/ agiangiatic smelly armpit"), abdominal distension ("e- belly gone immediately."), immunodeficiency ("immune deficiency"), the second episode of alopecia ("hair falling out"), the second episode of arthralgia ("joint pain") and tooth fracture ("teeth just broke off") and was found to have heart rate abnormal ("heart rate roof immediately"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and surgery (other) type of surgery: coronary angiogram). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, arteriospasm coronary, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, rash vesicular, rash, migraine, nausea, tooth disorder, disturbance in attention, memory impairment, amnesia, fallopian tube leiomyoma, vaginal discharge, dry eye, photophobia, weight increased, myalgia, insomnia, tooth loss, blood disorder, cardiac disorder, gastrointestinal disorder, malaise, swelling face, endometriosis, myocardial infarction, adenomyosis, flatulence, panic attack, fibromyalgia, oral pain, sinusitis, ear infection, eye infection, breast mass, breast discharge, chest pain, hot flush, cardiovascular disorder, post procedural contusion, immunodeficiency and tooth fracture outcome was unknown, the pelvic pain, night sweats, anxiety, depression, feeling abnormal, dysmenorrhoea, dyspareunia, blepharospasm, back pain, headache, asthenopia, palpitations and abdominal distension had resolved and the irritability, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, hypoaesthesia and stress was resolving. The reporter considered abdominal distension, adenomyosis, allergy to metals, amnesia, anxiety, arteriospasm coronary, asthenopia, back pain, bladder disorder, blepharospasm, blood disorder, breast discharge, breast mass, bromhidrosis, cardiac disorder, cardiovascular disorder, chest pain, depression, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, ear infection, endometriosis, eye infection, fallopian tube leiomyoma, fatigue, feeling abnormal, fibromyalgia, flatulence, gastrointestinal disorder, headache, heart rate abnormal, heavy menstrual bleeding, hot flush, hypoaesthesia, immunodeficiency, insomnia, irritability, irritable bowel syndrome, malaise, memory impairment, migraine, mood swings, myalgia, myocardial infarction, nausea, nervous system disorder, night sweats, oral pain, palpitations, panic attack, pelvic infection, pelvic pain, photophobia, post procedural contusion, rash, rash vesicular, sinusitis, stress, swelling face, tooth disorder, tooth fracture, tooth loss, urinary tract disorder, urinary tract infection, uterine fibrosis, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of arthralgia, the second episode of alopecia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Imaging procedure - on (B)(6) 2011: unknown.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, feeling sick, face swelling, numbness, she have uterine fibrosis, heart palpitation, stress, endometriosis, heart attack, adenomyosis , gas pain, panic attack, fibromyalgia, heavy metal toxicity, nickel allergy, mouth pain, sinus infection, ear infection, eye infection, breast lump, green discharge from nipples, chest pain, hot flashes, poor blood flow, her bruises from coronary angiogram, tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received reporter information and event teeth just broke off were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('pain'), arteriospasm coronary ('blood or heart disorder/condition type: coronary spams') and mood swings ('hormonal changes describe: mood swings') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included food allergy. Concurrent conditions included pregnancy test urine. Concomitant products included amlodipine, ibuprofen, loratadine and mitragyna speciosa (kratom). On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), rash ("random skin rashes"), migraine ("migraines headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ pach injury") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings (seriousness criterion medically significant), irritability ("irritability") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes sensitivity to brightness") and photophobia ("sensitivity to brightness"). In (B)(6) 2013, the patient experienced the first episode of arthralgia ("other injury(ies) or complication (s) please describe: joint pains"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), memory impairment ("forgetful") and amnesia ("memory loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced arteriospasm coronary (seriousness criterion medically significant) and was found to have fallopian tube leiomyoma ("tumor / teratoma / cancer type: fibroids in the uterus & tubes"). On an unknown date, the patient experienced rash vesicular ("rashes or skin conditions type: blister like bumps on left foot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), blepharospasm ("eye twitch"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("lower back pain"), myalgia ("muscles pain"), headache ("headaches"), asthenopia ("eye strain"), insomnia ("insomnia"), tooth loss ("teeth were starting to fall out"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological problem / condition"), malaise ("feeling sick"), swelling face ("face swelling"), hypoaesthesia ("numbness"), uterine fibrosis ("she have uterine fibrosis."), palpitations ("heart palpitation"), stress ("stress"), endometriosis ("endometriosis"), myocardial infarction ("heart attack"), adenomyosis ("adenomyosis"), flatulence ("gas pain"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), allergy to metals ("heavy metal toxicity, nickel allergy"), oral pain ("mouth pain"), sinusitis ("sinus infection"), ear infection ("ear infection"), eye infection ("eye infection"), breast mass ("breast lump"), breast discharge ("green discharge from nipples"), chest pain ("chest pain"), hot flush ("hot flashes"), cardiovascular disorder ("poor blood flow"), post procedural contusion ("her bruises from coronary angiogram"), bromhidrosis ("smelly sweat/ agiangiatic smelly armpit"), abdominal distension ("e- belly gone immedietly."), immunodeficiency ("immune deficiency"), the second episode of alopecia ("hair falling out") and the second episode of arthralgia ("joint pain") and was found to have heart rate abnormal ("heart rate roof immedietly"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and surgery (other) type of surgery: coronary angiogram). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, arteriospasm coronary, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, rash vesicular, rash, migraine, nausea, tooth disorder, disturbance in attention, memory impairment, amnesia, fallopian tube leiomyoma, vaginal discharge, dry eye, photophobia, weight increased, myalgia, insomnia, tooth loss, blood disorder, cardiac disorder, gastrointestinal disorder, malaise, swelling face, endometriosis, myocardial infarction, adenomyosis, flatulence, panic attack, fibromyalgia, oral pain, sinusitis, ear infection, eye infection, breast mass, breast discharge, chest pain, hot flush, cardiovascular disorder, post procedural contusion and immunodeficiency outcome was unknown, the pelvic pain, night sweats, anxiety, depression, feeling abnormal, dysmenorrhoea, dyspareunia, blepharospasm, back pain, headache, asthenopia, palpitations and abdominal distension had resolved and the irritability, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, hypoaesthesia and stress was resolving. The reporter considered abdominal distension, adenomyosis, allergy to metals, amnesia, anxiety, arteriospasm coronary, asthenopia, back pain, bladder disorder, blepharospasm, blood disorder, breast discharge, breast mass, bromhidrosis, cardiac disorder, cardiovascular disorder, chest pain, depression, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, ear infection, endometriosis, eye infection, fallopian tube leiomyoma, fatigue, feeling abnormal, fibromyalgia, flatulence, gastrointestinal disorder, headache, heart rate abnormal, hot flush, hypoaesthesia, immunodeficiency, insomnia, irritability, irritable bowel syndrome, malaise, memory impairment, menorrhagia, migraine, mood swings, myalgia, myocardial infarction, nausea, nervous system disorder, night sweats, oral pain, palpitations, panic attack, pelvic infection, pelvic pain, photophobia, post procedural contusion, rash, rash vesicular, sinusitis, stress, swelling face, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine fibrosis, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of arthralgia, the second episode of alopecia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Imaging procedure - on (B)(6) 2011: unknown. X-ray - on an unknown date: not provided result. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, feeling sick, face swelling, numbness, she have uterine fibrosis, heart palpitation, stress, endometriosis, heart attack, adenomyosis , gas pain, panic attack, fibromyalgia, heavy metal toxicity, nickel allergy, mouth pain, sinus infection, ear infection, eye infection, breast lump, green discharge from nipples, chest pain, hot flashes, poor blood flow, her bruises from coronary angiogram. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event joint pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('pain') and arteriospasm coronary ('blood or heart disorder/condition type: coronary spams') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included food allergy. Concurrent conditions included pregnancy test urine. Concomitant products included amlodipine, ibuprofen, loratadine and mitragyna speciosa (kratom). On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), rash ("random skin rashes"), migraine ("migraines headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ pach injury") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), irritability ("irritability") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes sensitivity to brightness") and photophobia ("sensitivity to brightness"). In (B)(6) 2013, the patient experienced the first episode of arthralgia ("other injury(ies) or complication (s) please describe: joint pains"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), memory impairment ("forgetful") and amnesia ("memory loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced arteriospasm coronary (seriousness criterion medically significant) and was found to have fallopian tube leiomyoma ("tumor / teratoma / cancer type: fibroids in the uterus & tubes"). On an unknown date, the patient experienced rash vesicular ("rashes or skin conditions type: blister like bumps on left foot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), blepharospasm ("eye twitch"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("lower back pain"), myalgia ("muscles pain"), headache ("headaches"), asthenopia ("eye strain"), insomnia ("insomnia"), tooth loss ("teeth were starting to fall out"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological problem / condition"), malaise ("feeling sick"), swelling face ("face swelling"), hypoaesthesia ("numbness"), uterine fibrosis ("she have uterine fibrosis."), palpitations ("heart palpitation"), stress ("stress"), endometriosis ("endometriosis"), myocardial infarction ("heart attack"), adenomyosis ("adenomyosis"), flatulence ("gas pain"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), allergy to metals ("heavy metal toxicity, nickel allergy"), oral pain ("mouth pain"), sinusitis ("sinus infection"), ear infection ("ear infection"), eye infection ("eye infection"), breast mass ("breast lump"), breast discharge ("green discharge from nipples"), chest pain ("chest pain"), hot flush ("hot flashes"), cardiovascular disorder ("poor blood flow"), post procedural contusion ("her bruises from coronary angiogram"), bromhidrosis ("smelly sweat/ aganglionic smelly armpit"), abdominal distension ("e- belly gone immediately."), immunodeficiency ("immune deficiency"), the second episode of alopecia ("hair falling out") and the second episode of arthralgia ("joint pain") and was found to have heart rate abnormal ("heart rate roof immediately"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and surgery (other) type of surgery: coronary angiogram). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, arteriospasm coronary, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, rash vesicular, rash, migraine, nausea, tooth disorder, disturbance in attention, memory impairment, amnesia, fallopian tube leiomyoma, vaginal discharge, dry eye, photophobia, weight increased, myalgia, insomnia, tooth loss, blood disorder, cardiac disorder, gastrointestinal disorder, malaise, swelling face, endometriosis, myocardial infarction, adenomyosis, flatulence, panic attack, fibromyalgia, oral pain, sinusitis, ear infection, eye infection, breast mass, breast discharge, chest pain, hot flush, cardiovascular disorder, post procedural contusion and immunodeficiency outcome was unknown, the pelvic pain, night sweats, anxiety, depression, feeling abnormal, dysmenorrhoea, dyspareunia, blepharospasm, back pain, headache, asthenopia, palpitations and abdominal distension had resolved and the irritability, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, hypoaesthesia and stress was resolving. The reporter considered abdominal distension, adenomyosis, allergy to metals, amnesia, anxiety, arteriospasm coronary, asthenopia, back pain, bladder disorder, blepharospasm, blood disorder, breast discharge, breast mass, bromhidrosis, cardiac disorder, cardiovascular disorder, chest pain, depression, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, ear infection, endometriosis, eye infection, fallopian tube leiomyoma, fatigue, feeling abnormal, fibromyalgia, flatulence, gastrointestinal disorder, headache, heart rate abnormal, hot flush, hypoaesthesia, immunodeficiency, insomnia, irritability, irritable bowel syndrome, malaise, memory impairment, menorrhagia, migraine, mood swings, myalgia, myocardial infarction, nausea, nervous system disorder, night sweats, oral pain, palpitations, panic attack, pelvic infection, pelvic pain, photophobia, post procedural contusion, rash, rash vesicular, sinusitis, stress, swelling face, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine fibrosis, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of arthralgia, the second episode of alopecia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Imaging procedure - on (B)(6) 2011: unknown.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, feeling sick, face swelling, numbness, she have uterine fibrosis, heart palpitation, stress, endometriosis, heart attack, adenomyosis , gas pain, panic attack, fibromyalgia, heavy metal toxicity, nickel allergy, mouth pain, sinus infection, ear infection, eye infection, breast lump, green discharge from nipples, chest pain, hot flashes, poor blood flow, her bruises from coronary angiogram. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('pain'), arteriospasm coronary ('blood or heart disorder/condition type: coronary spams') and mood swings ('hormonal changes describe: mood swings') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's concurrent conditions included pregnancy test urine. Concomitant products included amlodipine, ibuprofen, loratadine and mitragyna speciosa (kratom). On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), rash ("random skin rashes"), migraine ("migraines headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ pach injury") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings (seriousness criterion medically significant), irritability ("irritability") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes sensitivity to brightness") and photophobia ("sensitivity to brightness"). In (B)(6) 2013, the patient experienced arthralgia ("other injury(ies) or complication (s) please describe: joint pains"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), memory impairment ("forgetful") and amnesia ("memory loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced arteriospasm coronary (seriousness criterion medically significant) and was found to have fallopian tube leiomyoma ("tumor / teratoma / cancer type: fibroids in the uterus & tubes"). On an unknown date, the patient experienced rash vesicular ("rashes or skin conditions type: blister like bumps on left foot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), blepharospasm ("eye twitch"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("lower back pain"), myalgia ("muscles pain"), headache ("headaches"), asthenopia ("eye strain"), insomnia ("insomnia"), tooth loss ("teeth were starting to fall out"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gastrointestinal disorder") and nervous system disorder ("neurological problem / condition"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and surgery (other) type of surgery: coronary angiogram). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, arteriospasm coronary, mood swings, irritability, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, rash vesicular, rash, migraine, nausea, tooth disorder, disturbance in attention, memory impairment, amnesia, fallopian tube leiomyoma, vaginal discharge, blepharospasm, dry eye, photophobia, weight increased, alopecia, myalgia, insomnia, tooth loss, blood disorder, cardiac disorder and gastrointestinal disorder outcome was unknown, the pelvic pain, anxiety, depression, feeling abnormal, dysmenorrhoea, dyspareunia, arthralgia, back pain, headache and asthenopia had resolved and the bladder disorder, urinary tract disorder, fatigue and irritable bowel syndrome was resolving. The reporter considered alopecia, amnesia, anxiety, arteriospasm coronary, arthralgia, asthenopia, back pain, bladder disorder, blepharospasm, blood disorder, cardiac disorder, depression, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, feeling abnormal, gastrointestinal disorder, headache, insomnia, irritability, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, myalgia, nausea, nervous system disorder, night sweats, pelvic infection, pelvic pain, photophobia, rash, rash vesicular, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Imaging procedure - on (B)(6) 2011: unknown.. X-ray - on an unknown date: not provided result. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: added laboratory data. Updated outcome of event dyspareunia and dysmenorrhoea was recovered (previously reported as unknown). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('pain'), arteriospasm coronary ('blood or heart disorder/condition type: coronary spams') and mood swings ('hormonal changes describe: mood swings') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's concurrent conditions included pregnancy test urine. Concomitant products included amlodipine, ibuprofen, loratadine and mitragyna speciosa (kratom). On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), rash ("random skin rashes"), migraine ("migraines headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ pach injury") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings (seriousness criterion medically significant), irritability ("irritability") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes sensitivity to brightness") and photophobia ("sensitivity to brightness"). In (B)(6) 2013, the patient experienced arthralgia ("other injury(ies) or complication (s) please describe: joint pains"). In (B)(6) 2014, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), memory impairment ("forgetful") and amnesia ("memory loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced arteriospasm coronary (seriousness criterion medically significant) and was found to have fallopian tube leiomyoma ("tumor / teratoma / cancer type: fibroids in the uterus & tubes"). On an unknown date, the patient experienced rash vesicular ("rashes or skin conditions type: blister like bumps on left foot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea cramping"), blepharospasm ("eye twitch"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("lower back pain"), myalgia ("muscles pain"), headache ("headaches"), asthenopia ("eye strain"), insomnia ("insomnia"), tooth loss ("teeth were starting to fall out"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological problem / condition"), malaise ("feeling sick"), swelling face ("face swelling"), hypoaesthesia ("numbness"), uterine fibrosis ("she have uterine fibrosis."), palpitations ("heart palpitation"), stress ("stress"), endometriosis ("endometriosis"), myocardial infarction ("heart attack"), adenomyosis ("adenomyosis"), flatulence ("gas pain"), panic attack ("panic attack"), fibromyalgia ("fibromyalgia"), allergy to metals ("heavy metal toxicity, nickel allergy"), oral pain ("mouth pain"), sinusitis ("sinus infection"), ear infection ("ear infection"), eye infection ("eye infection"), breast mass ("breast lump"), breast discharge ("green discharge from nipples"), chest pain ("chest pain"), hot flush ("hot flashes"), cardiovascular disorder ("poor blood flow"), contusion ("her bruises from coronary angiogram"), bromhidrosis ("smelly sweat/ agiangiatic smelly armpit"), abdominal distension ("e- belly gone immediately.") And immunodeficiency ("immune deficiency") and was found to have heart rate abnormal ("heart rate roof immediately"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and surgery (other) type of surgery: coronary angiogram). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, arteriospasm coronary, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, rash vesicular, rash, migraine, nausea, tooth disorder, disturbance in attention, memory impairment, amnesia, fallopian tube leiomyoma, vaginal discharge, dry eye, photophobia, weight increased, alopecia, myalgia, insomnia, tooth loss, blood disorder, cardiac disorder, gastrointestinal disorder, malaise, swelling face, endometriosis, myocardial infarction, adenomyosis, flatulence, panic attack, fibromyalgia, oral pain, sinusitis, ear infection, eye infection, breast mass, breast discharge, chest pain, hot flush, cardiovascular disorder, contusion and immunodeficiency outcome was unknown, the pelvic pain, night sweats, anxiety, depression, feeling abnormal, dysmenorrhoea, dyspareunia, blepharospasm, arthralgia, back pain, headache, asthenopia, palpitations and abdominal distension had resolved and the irritability, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, hypoaesthesia and stress was resolving. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, amnesia, anxiety, arteriospasm coronary, arthralgia, asthenopia, back pain, bladder disorder, blepharospasm, blood disorder, breast discharge, breast mass, bromhidrosis, cardiac disorder, cardiovascular disorder, chest pain, contusion, depression, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, ear infection, endometriosis, eye infection, fallopian tube leiomyoma, fatigue, feeling abnormal, fibromyalgia, flatulence, gastrointestinal disorder, headache, heart rate abnormal, hot flush, hypoaesthesia, immunodeficiency, insomnia, irritability, irritable bowel syndrome, malaise, memory impairment, menorrhagia, migraine, mood swings, myalgia, myocardial infarction, nausea, nervous system disorder, night sweats, oral pain, palpitations, panic attack, pelvic infection, pelvic pain, photophobia, rash, rash vesicular, sinusitis, stress, swelling face, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, uterine fibrosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Imaging procedure - on (B)(6) 2011: unknown. X-ray - on an unknown date: not provided result. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, feeling sick, face swelling, numbness, she have uterine fibrosis, heart palpitation, stress, endometriosis, heart attack, adenomyosis , gas pain, panic attack, fibromyalgia, heavy metal toxicity, nickel allergy, mouth pain, sinus infection, ear infection, eye infection, breast lump, green discharge from nipples, chest pain, hot flashes, poor blood flow, her bruises from coronary angiogram quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received events "feeling sick, face swelling, numbness, she have uterine fibrosis, heart palpitation, stress, endometriosis, heart attack, adenomyosis , gas pain, panic attack, fibromyalgia, heavy metal toxicity, nickel allergy, mouth pain, sinus infection, ear infection, eye infection, breast lump, green discharge from nipples, chest pain, hot flashes, poor blood flow, her bruises from coronary angiogram" were added. Outcome of events "heart palpitation, anxiety, night sweat, numbness, eye twitch" were updated as recovered and " stress, irritability, fatigue" were updated as recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('pain'), arteriospasm coronary ('blood or heart disorder/ condition type: coronary spasm's) and mood swings ('hormonal changes describe: mood swings') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's concurrent conditions included pregnancy test urine. Concomitant products included amlodipine, ibuprofen, loratadine and mitragyna speciosa (kratom). On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti's"), rash ("random skin rashes"), migraine ("migraines headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced mood swings (seriousness criterion medically significant), irritability ("irritability") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced dry eye ("dry eyes sensitivity to brightness") and photophobia ("sensitivity to brightness"). In (B)(6) 2013, the patient experienced arthralgia ("other injury(ies) or complication (s) please describe: joint pains"). In (B)(6) 2014, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), disturbance in attention ("difficulty concentrating"), memory impairment ("forgetful") and amnesia ("memory loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced arteriospasm coronary (seriousness criterion medically significant) and was found to have fallopian tube leiomyoma ("tumor / teratoma / cancer type: fibroids in the uterus & tubes"). On an unknown date, the patient experienced rash vesicular ("rashes or skin conditions type: blister like bumps on left foot"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), blepharospasm ("eye twitch"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("lower back pain"), myalgia ("muscles pain"), headache ("headaches"), asthenopia ("eye strain"), insomnia ("insomnia") and tooth loss ("teeth were starting to fall out"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and surgery (other) type of surgery: coronary angiogram). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, arteriospasm coronary, mood swings, irritability, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, rash vesicular, rash, migraine, nausea, tooth disorder, disturbance in attention, memory impairment, amnesia, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, vaginal discharge, blepharospasm, dry eye, photophobia, weight increased, alopecia, myalgia, insomnia and tooth loss outcome was unknown, the pelvic pain, anxiety, depression, feeling abnormal, arthralgia, back pain, headache and asthenopia had resolved and the bladder disorder, urinary tract disorder, fatigue and irritable bowel syndrome was resolving. The reporter considered alopecia, amnesia, anxiety, arteriospasm coronary, arthralgia, asthenopia, back pain, bladder disorder, blepharospasm, depression, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, fatigue, feeling abnormal, headache, insomnia, irritability, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, myalgia, nausea, night sweats, pelvic infection, pelvic pain, photophobia, rash, rash vesicular, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. X-ray - on an unknown date: not provided result. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Lab data, concomitant medication and condition added. Events ; pain, blood or heart disorder/ condition type: coronary spasm, hormonal changes describe: mood swings, irritability, night sweats, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti's, pelvic infection, psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions type: blister like bumps on left foot, random skin rashes, migraines headaches, bladder or urinary problems or changes, nausea, dental problems, neurological conditions or problems type: brain fog, difficulty concentrating, forgetful, memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer, type: fibroids in the uterus & tubes, pain, vaginal discharge, vision/ eye problems, type: eye twitch, dry eyes sensitivity to, brightness, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, other injury(ies) or, complication (s) please describe: joint pains, hair loss, lower back pain, muscles pain, headaches, eye strain, insomnia, teeth were starting to fall out were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance data; should any new and reportable provided in a supplementary report.